Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. The cannula of the event unit did not match cannulas belonging to the lot number provided the customer. The returned cannula contained physical characteristics belonging to units manufactured prior to the lot reported by the complainant. Based on the condition of the returned unit, it is likely that the cannula fracture was caused by the uneven wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical had implemented process enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to the implementation of the process enhancements.

Event description:
Procedure performed: hysterectomy. Event description: "the cannula was broken. Please consult with photo. Ps: this device used with robot scope." Additional information received via email from purchasing representative on sunday, 04/14/2019 "when they want to insert the scope into this device but the cannula was broken. Yes, the break was considered clean. No pieces fell into the patient." Patient status: fine.